Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified right posterior descending artery segment. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post procedure.